Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio procedure, the anspach drill would extend and retract, but not spin. The procedure was changed to manual instruments. No other complications were reported.

Manufacturer narrative:
The device (pn 101209, sn (B)(6)), used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio user's manual (500196) and surgical technique guide (500197) provide instructions for drill troubleshooting and usage. We were not able to confirm if there was a relationship established between the reported event and the device. The drill passed visual and functional evaluation and functioned as expected. Potential factors that could have contributed to the reported event are if the handpiece and drill were not in the cut area, the bur was not fully seated, or the drill collar was not fully locked. Based on the investigation, no corrections or corrective actions required at this time. The clinical/medical evaluation found that per complaint details, the device malfunctioned during the navio procedure; therefore, the procedure was changed to manual instrumentation. It was communicated that the procedure was successfully completed via manual instrumentation without patient injury, additional interventions or surgical delay and no imaging was available. Reportedly, the patient is healthy with no complaints. Therefore, no further medical assessment is warranted at this time.